Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Customer service associate called to report that when trying to transfer a 3d spin to the navigation system the screen on the imaging device went to the "boot up" screen and then automatically switched into 2d mode. The exams transferred successfully. This did not occur during surgery. Following cross-functional team review, the retrieved logs showed a frame grabber error indicating a potential hardware issue. System was not returned to medtronic for investigation. There was no patient present when this issue was identified. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
Customer service associate called to report that when trying to transfer a 3d spin to the navigation system the screen on the imaging device went to the "boot up" screen and then automatically switched into 2d mode. The exams transferred successfully. This did not occur during surgery.